Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. Additionally, the lot number provided for the liberty cycler set is 18jr088072. This lot number is a 10-digit number and according to the nomenclature of fmcna lot numbers, it should have only nine digits; therefore, this is not a valid fmcna lot number. However, a search was performed of lot number 18jr08072, which could be the possible lot number involved considering that the number 8 could be repeated. A batch records review was conducted by the manufacturer for the possible lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a probable temporal relationship exists between the continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the adverse event of peritonitis, which warranted hospitalization. The etiology of peritonitis is unknown; therefore, causality cannot be firmly established. The liberty select cycler and/or liberty cycler set cannot be disassociated from the event, as the product and/or device cannot be evaluated for deficiency or malfunction. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient experienced a leak from the liberty cycler cassette set with connector during the night. The patient was subsequently hospitalized (dates not provided) for peritonitis (specifics unknown). Additional information was not available.